Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the heavily calcified mid left anterior descending artery. After "debulking" with a rotoblator and balloon angioplasty. The taxus express2 3.0x32mm drug eluting stent was advanced to the target site, but was unable to cross the lesion. The device was removed and the proximal edge of the stent was lifted. The procedure was completed with another device. No pt complications occurred. Pt status is satisfactory.